Manufacturer narrative:
(B)(4). Approximate age of device - 1 years, 4 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016 it was reported that the patient presented on (B)(6) 2017 with symptoms of weakness, disorientation, word finding difficulties, and left hand numbness. Hemoglobin (hgb) found to be 4.1. The patient was transfused with 6 units of packed red blood cells and cautery/clipping of bleeding arteriovenous malformation (avm) in proximal jejunum. The patient was discharged on (B)(6) 2017 in stable condition with improved hgb to 11.2. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.